Event description:
The rollator allegedly had a weld malfunction resulting in a lower back/hip contusion.

Manufacturer narrative:
Manufacturer received information from an insurance carrier that a user sustained a lower back/contusion and has been receiving medical treatment. Manufacturer is attempting to obtain device to inspect. No serial and/or model number has been provided. Photos provided of the device label were not clear. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred, or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.